Manufacturer narrative:
Device passed displacement test and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an audio anomaly. The customer¿s blood glucose during the incident was unknown. Customer reported they did hear beeps when audio volume settings were saved. They did not hear the difference between the audio volumes 1 and 5. The device did not pass troubleshooting. It is unknown if the device will be returning for analysis.